Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the report of transmitter not pairing with the g5 application as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.